Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of wear, deformation, subluxation, scratching, material transfer and taper fretting. However, the root cause of the event could not be determined.

Event description:
It was reported that patient underwent a hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Implant and explant dates are unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Initial reporter telephone: (B)(6).